Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 12/11/2015 with the following findings: the complaint could not be duplicated or confirmed within investigation. Review of the pump¿s black box revealed no evidence related alarms or issues. The last basal and bolus deliveries occurred on (B)(6) 2015. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries occurring during investigation was accurately recorded in the pump¿s history. No keypad issues were observed. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unspecified date ranged between 30-300 mg/dl with unspecified symptoms. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the bolus history matched the total daily dose bolus history; the bolus history recorded was not accurate as programmed: two boluses of 0.55 units, delivered at 06:39 and 06:49 on (B)(6) 2015, were reportedly not programmed by the user. Further review of the basal history and bolus settings, and performing an air bolus could not be completed. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.